Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. The device was visually inspected and found delaminated downstream occlusion (dso) seal. Functional test was performed. The customer reported issue was able to be duplicated. The probable cause of the reported issue was identified as a decalibrated dso sensor (the sensor operated out of specification). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump presents an occlusion. The circumstances surrounding the event are unknown. There was not reported patient involvement.